Event description:
Pt reported obtaining back-to-back blood glucose results, of 275 mg/dl and 90 mg/dl on the active test system. The pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacememt product was shipped. The active system: strip lot 22929432 with expiration date 05/31/2007.

Manufacturer narrative:
The suspect product is the active test strip.